Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 102 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that the pump shut off unexpectedly. As well, as that the insulin gauge was inaccurate. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.